Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during an intraocular lens (iol) implant procedure, noticed diagonal crack/damage in central optic.

Manufacturer narrative:
The product was not returned. The file indicates the use of a qualified cartridge. The file also indicates the use of a non-qualified handpiece and unspecified viscoelastic. The root cause is most likely a failure to follow the instructions for use (IFU). The account used an unqualified lens/monarch/handpiece combination. Only the company handpiece is qualified to be used with lens and cartridge combination mentioned in the file. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).